Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed a data disk error, locked up, and would not reboot.